Event description:
It was reported on 11/04/1998 that during an ureteroscopy procedure a uromax ii plus 6 balloon would not fully inflate. Only a portion of the balloon inflated. It was reported that there was no stricture in the area where the physician was dilating. The portion of the balloon that did inflate would not deflate. It was reported that the balloon not fully deflating caused trauma to the distal ureter. The balloon was removed. They decided not to use another balloon. Instead, they placed a ureteral stent and sent the pt home. The product was returned for eval. The eval confirmed a balloon leak. It is co's experience that the unit may have come in contact with a sharp external source causing damage to the balloon. All units are 100% pressure tested prior to shipping. The pt's condition is unk.